Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 489 mg/dl. The customer did not report any symptoms. Customer did not report when the high blood glucose levels began on. Customer declined to troubleshoot for high readings. Customer states the issue for his high blood glucose levels are with the infusion sets not insulin pump. The insulin pump was not returned for analysis.